Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by manufacturer: the device was returned with its original pouch for analysis. Visual and microscopic inspection revealed a detached spring tip from the core wire and did not return for analysis. Dimensional inspection of the total length of the guidewire was between the tolerances established by the drawing, even though the spring tip was detached and did not return for analysis.

Event description:
It was reported that a wire fracture occurred. A rotawire drive and wireclip torquer was selected for use. During the procedure, upon removing the device from the hoop, it was noted that the floppy tip sheared off and the device failed to enter the patient's body. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a wire fracture occurred. A rotawire drive and wireclip torquer was selected for use. During the procedure, upon removing the device from the hoop, it was noted that the floppy tip sheared off and the device failed to enter the patient's body. The procedure was completed with a different device. No patient complications were reported.